Manufacturer narrative:
The usm was tested on an in-house system in normal mode where it triggered error 31226. No signs of damage during visual inspection. Remote logs had error 32097 and 31226 recorded. The rolling loop was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure that an error occurred against arm 3 while an instrument in arm 2 was grasping tissue. The surgeon used the instrument release key (irk) to manually open the instrument jaws. After removing all of the instruments the surgeon undocked. The system logs confirmed the reported fault against arm 3. The customer disabled arm 3. The surgeon stated that he wanted to restore arm 3. The intuitive tech support engineer (tse) advised that the fault may reoccur after reenabling arm 3. The tse recommended power cycling the system. The system powered up without errors. The customer re-docked and continued the procedure. The issue was escalated to intuitive field service. There were no reports of patient injury.